Manufacturer narrative:
Data was received (B)(4) 2013 and confirmed the intermittent out of range. A receiver (sn (B)(4), mfg date: 03/26/2013) was also returned for evaluation and is pending investigation.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of intermittent out of range was confirmed. The root cause was determined to be a defective transmitter.